Event description:
It was reported that there was oversensing and possible lack of pacing output in the lead. The device was removed from service. No patient complications have been reported since the device was removed from service